Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not fluoro and would not display an image. No pt injury was reported.